Event description:
Subsequent to the previously filed report, additional information was received that revised the event description: it was reported that this was a mitraclip procedure to treat a degenerative mitral regurgitation (mr) with grade 4+ and anterior leaflet prolapse and flail. Imaging was difficult. The clip delivery system (cds) was advanced to the mitral valve and when raising the grippers, the clear plastic cylinder that houses the gripper levers separated. The gripper line itself did not separate and the clear plastic cylinder somehow stayed connected with the help of a second physician holding it in place. The entire clip and clear plastic cylinder were simply removed as a single unit with no issues. Two clips were implanted successfully, reducing mr to 1-2. There was no adverse patient effects and no clinically significant delay. Subsequent to the initial report filing, additional information received reporting that the it was the clear plastic cylinder that houses the gripper levers that separated not the clip introducer. No additional information was provided.

Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated, a cause for the reported material separation and poor imaging could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.na.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip introducer detachment during the procedure. It was reported that this was a mitraclip procedure to treat a degenerative mitral regurgitation (mr) with grade 4+ and anterior leaflet prolapse and flail. Imaging was difficult. The clip delivery system (cds) was advanced to the mitral valve and when raising the grippers, the clear plastic cylinder that covers the clip separated. The gripper line itself did not separate and the clear plastic cylinder somehow stayed connected with the help of a second physician holding it in place. The entire clip and clear plastic cylinder were simply removed as a single unit with no issues. Two clips were implanted successfully, reducing mr to 1-2. There was no adverse patient effects and no clinically significant delay. No additional information was provided.